Manufacturer narrative:
A ge representative performed an on site investigation. The battery and battery charger were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system produced two failure errors; a filament regulator failure, and a charger failure. No pt injury was reported.